Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed for basic delivery of 250ml of normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of an unspecified concentration of leucovorin in 500ml, with a 300 ml vtbi (volume to be infused) and the delivery was started. No further programming parameters were provided. After an unspecified length of time the nurse noted the device was not delivering at the unspecified programmed rate. The customer contact reported the device display indicated the 300ml had been delivered; however 100ml remained in the container. At that time, the nurse replaced the tubing set, reprogrammed the device to deliver the remaining 100ml vtbi, and the delivery was resumed to completion. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.